Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.2, lab: 1.8. Patient venous blood samples and fingerstick are taken at the same time, however, lab may not receive samples and test for up to 3 hrs later.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012. Inratio meter = 1.2 inr. Reference = 1.8 inr. Mean = 1.50. Confidence limits = 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Strip code was provided instead of strip lot number. Investigation cannot be completed due to pending strip lot # information. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was available (only strip code was provided). No product was expected to be returned. No further investigation is possible at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.